Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have a speaker producing a low volume. The unit was also found to have corrosion on the system board. A review of the device labeling was performed. A review of the history for this device was performed and it was concluded that the device was in the field for over four (4) years with no previous returns for servicing or other issues prior to the reported event.

Event description:
It was reported that the speaker volume is very low and they are unable to increase it. No patient incident was reported.